Manufacturer narrative:
(B)(4) relates to component (B)(4) for the reported event of jejunal tube kinked. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. The procedure was performed on (B)(6), 2015. According to the complainant, in the morning, there was a high pressure alarm with the duodopa pump. The gastroenterologist checked the jejunal tube under fluoroscopy and it was found to be kinked. The jejunal tube was replaced. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.